Manufacturer narrative:
Power loss alarms, low battery alarms and power system error alarms were confirmed in the long trace. Power loss alarms occurred after the power system error alarms. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The device was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power system error alarms every 4 hours. The blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The device was returned for analysis.